Manufacturer narrative:
Analysis was unable to confirm motor error alarm due to prime anomaly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump had minor scratches on lcd display window, cracks on the battery tube threads, and battery cap coin slot stripped. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 9.0 mmol/l at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.